Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unk therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal vault prolapse, apical descent, ¿feeling bulge¿ when on feet for long periods, intermittent abdominal pain, bright-red vaginal bleeding, vaginal discharge, straining with occasional constipation, symptomatic prolapse in standing position, rare episodes of fecal incontinence, increased gas with meals, bloating, ¿feeling something fallen into vagina¿, vaginal pressure or fullness, mild to minimal rectocele in the mid vaginal segment, levator ani muscles are extremely weak and discoordinated, depression, weakened pelvic floor muscles, occasional urgency with full bladder, times of weak urinary stream and flow stopping and starting, symptomatic mild recurrent anterior wall relaxation, atrophic ovaries, cystourethrocele, paravaginal defects, urinary urgency and frequency, posterior vaginal forcing graft, mild vaginal mucosa atrophy, recurrent cystocele, insomnia, increased stress and anxiety, and in the process of divorce. She required surgical and nonsurgical interventions including laparoscopic adhesiolysis, laparoscopic sacral colpopexy with use of caldera mesh, laparoscopic paravaginal repair, and cystoscopy ((B)(6) 2017), biofeedback with pelvic floor muscle strengthening, and hormone replacement therapy. The patient also alleged pain, urinary incontinence, cannot control sphincter muscle, dyspareunia, uterine prolapse, pelvic trauma, recurrent vaginal pain, weight gain and decreased exercise tolerance.